Event description:
It was reported that during a procedure performed on (B)(6) 2014, while inserting the screw, the hex tip of the universal driver 2.5 mm broke off in the head of the screw. The tip was cold welded and left in the head of the screw implanted in the pt.

Manufacturer narrative:
Retained foreign object as the broken tip of the driver was left in the head of the screw implanted in the pt. Device eval in process. A follow-up report will be submitted upon completion.